Event description:
The customer's reported problem occurred during an unspecified procedure, the length of which was unknown, and the procedure was completed. There was no death, injury, or infection.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer (b5). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. It is likely water invaded the scope while the user was handling the device due to a leak at the control section, which led to an abnormality in the electrical components, and resulted in the reported event (no image) temporarily. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "- leakage testing" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The image was present when connected to the processor. The device evaluation revealed the following findings: leak at the keytop#1 due to a cut; a dent near the switch on the control body; reduced angulation; and a customer label was found on the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera bronchovideoscope displayed no image while in use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event.